Event description:
The customer reported that a bariatric procedure was performed. The next day, a leak on the stomach wall was found and a second procedure was required. The leak was closed and there was no sepsis detected. The fobring that had been installed during the first procedure was removed by the surgeon. The pt's hosp stay was extended by five days. The pt is reported as having recovered and doing fine.

Manufacturer narrative:
(B)(4). If add'l info pertinent to the incident is obtained, a f/u report will be submitted.